Manufacturer narrative:
The lens was inserted and removed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's capsular bag tore before any intraocular lens (iol) had contact with the patient. Then a za9003 19.5 diopter lens was inserted and removed because the iol would not stay in place. A non-johnson and johnson iol was then tried, but also ended up being removed. There was a vitrectomy and incision enlargement performed and the patient was sent home aphakic. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 08/07/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was evaluated using magnification. The lens haptics tips are rounded. The lens edges are smooth. There is no defect regarding the lens shape. The reported issue could not be verified. Based on the visual evaluation there is no indication of a product quality deficiency. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.